Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4) - 7/30/2018; (B)(4) - 7/31/2018; (B)(4) - 8/1/2018; (B)(4) - 8/2/2018; (B)(4) - 8/3/2018.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined.